Event description:
It was reported that the patient presented for follow up with post paced t wave oversensing. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.